Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was beeping to change the battery. Customer stated that they changed the battery but it shows still insert battery. Customer was advised to clean the metal piece of the battery cap. The insulin pump turned off after it beeping since it is waiting for a new battery. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.